Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be completed. A complete set of fluoroscopic intraprocedural cine images was available for review of the reported event. A preliminary angiogram of the left coronary artery was performed prior to valve implantation and demonstrated no significant evidence of coronary artery disease. Fluoroscopic valve load inspection identified a misload, characterized by inflow crown overlap extending to node 4. Overlap prior to node 4 is considered a good load, whereas overlap at node 4 or beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, the bioprosthesis should not be reloaded. The entire system should not be used and replaced with new sterile components, including the valve, catheter, loading system, loading tray, and saline. A misload was not reported by the site, and there was no evidence that a new valve system was prepared. A pre-implant balloon aortic valvuloplasty was subsequently performed. The valve was partially deployed; despite the observed misload, an infolding of the frame was not visualized. Valve depth assessment was performed in the cusp overlap and left anterior oblique (lao) views. The implantation depth was estimated at approximately 3 millimeter¿s (mm) at the non-coronary cusp and 0 mm at the left coronary cusp, prompting a recapture. As stated in the IFU, the recommended target implant depth is approximately 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, recapture should be considered. Subsequent imaging following a second deployment demonstrated a deeper implantation depth, estimated at approximately 8 mm at the non-coronary cusp. During a subsequent recapture attempt, the valve was observed to migrate above the aortic annulus. Imaging evidence indicates the valve was recaptured and redeployed, followed by a third and final deployment resulting in an estimated depth of approximately 5 mm at the non-coronary cusp and 3 mm at the left coronary cusp. The valve was then released. During removal of the delivery catheter system, the nose cone was observed to interact with a paddle of the bioprosthesis, resulting in dislodgement of the valve into the ascending aorta. The dislodged valve was subsequently sn ared, and preparation of a second valve system was performed. Fluoroscopic valve load inspection of the second valve system suggested another possible misload with similar characteristics. The snare remained attached to the dislodged bioprosthesis while the second delivery system was advanced. The second valve was then deployed with an estimated depth of approximately 5 mm at the non-coronary cusp, verified in the cusp overlap view, and approximately 3 mm at the left coronary cusp, verified in the lao view and no signs of infolding. Post-implant angiography demonstrated no evidence of aortic regurgitation or paravalvular leak. A post-implant coronary angiogram of the left coronary artery demonstrated brisk coronary flow. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut fx plus valve; product ID: evfxplus-29; serial: (B)(6); UDI: (B)(4); manufactured date: 2026-01-16; use by date: (B)(6) 2028; implant date: (B)(6) 2026; FDA site ID: 9617601. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving a transcatheter aortic valve evfxplus-29, the valve was adequately positi oned and deployed and proper placement was confirmed. During withdrawal of the delivery catheter system, the nose cone caught one of the valve paddles, and a traction maneuver caused the valve to dislodge. The first valve was snared and secured in a safe position, and a second transcatheter aortic valve was successfully implanted.

Manufacturer narrative:
Updated data: b5, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure, and the valve was implanted in the patient's native annulus using cusp overlap view. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodgement was due to the interaction of the nose cone with the paddle.